Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that the cause of the rep impedances was not determined. No actions/ intervention were taken to resolve the red impedances the red impedances were not resolved. The information was confirmed by physician/account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the representative was at a case and when they checked the lead connectivity all green check marks were seen. The physician coiled the lead and placed it behind the ins and implanted it into the pocket. They checked the impedances and saw all green but had a couple of orange color impedances ranging from 700-800 ohms. When they checked the impedances again electrode 13 was showing red. The physician removed and wiped the lead before inserting it into the ins 3 times and electrode 13 was still showing red. The representative kept the reference electrode at 0 and didn't change it to 13 to see if the other pairs with 13 were red. The representative reported that it went from green to red within 30 seconds of when the physician coiled the lead behind the ins and placed it into the pocket. No further complications reported.